Event description:
It was reported that the system displayed a high ma error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.